Event description:
Pulls out too easily- string [device breakage]. Case narrative: consumer reported via e-mail that the tampon string is weak and pulls out too easily. No injury reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.